Manufacturer narrative:
Eval of the returned unused samples found three units whose tips "blew out" during simulated use. Mfg reported a defect could have occurred at barrel printer or during pneumatic barrel transport. A review of the lot history records was unremarkable. According to the customer the procedure (an ercp) involves multiple repetitive injections and aspirations. Co thinks it is likely the nurse drew a vacuum into the barrel without knowing it, causing the plunger to move forward rapidly.

Event description:
Customer reports, during an endoscopic retrograde cholangio-pancreatography procedure, a syringe containing contrast material had the barrel shatter or break into many pieces. Seven people in the room all sprayed with liquid and plastic pieces. Two physicians were sprayed in the eyes. They required only an eye wash. No follow-up treatment was needed.